Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. A global receiver test was attempted but could not be completed due to an error frozen on the display screen. The receiver log was downloaded and reviewed, and a receiver reboot for error recovery was observed on the incident date. An internal visual inspection was performed and passed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.